Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch verio sync) read inaccurately high compared to another meter. The reporter was unable to give exact values, but stated that the subject meter read "10-20 points higher" than the other meter. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.